Event description:
A customer reported the screen went black after the system was initially powered up. The system was rebooted, but the screen did not appear. The system was switched out and the case was completed. Additional info was received indicating there was an energy supply failure. The customer was instructed to switch wall socket outlets. The system then ran normally. The procedure was completed with the same unit. The system was not switched out as initially reported. There were a 30 minutes delay. There was no pt injury reported.

Manufacturer narrative:
A company service representative reported there was an energy supply failure. The customer was advised to switch wall socket outlets. Once done, the equipment ran normally. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).